Event description:
The patient's parents reported the patient expired. The nurse clinician reported that she believes that the patient was hospitalized for 19 days for increased spasticity. On the day 3th, they did a pump contrast dye study for increased spasticity and she thought that it was negative. Eleven days later, they decreased the patient's dose of lioresal. The patient was discharged from the hospital after 5 days on 1250 ug/day; he had been on as much as 1714 ug/day, previously. The nurse clinician was uncertain when the pump was last refilled. An autopsy was performed; results are pending. A follow-up report will be sent if additional information becomes available to us.